Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer reports occlusions occur on third and fourth day of infusion set use, this is considered off label use as supplies are only recommended for up 72 hours use with the mobi pump.